Event description:
The tip of a drill bit broke during surgery and the broken tip remains in the pt's bone.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The manufacturing records were reviewed and no complaint related issues were found. MFR date: corrected from 01/07/2011 to 05/02/2011.

Manufacturer narrative:
Investigation coordinated by synthes (B)(4). Report received indicates the measurable dimensions of the plate were checked and found to be in compliance with the technical drawings and ao/asif specification. Examination of the raw material testing certificates and the manufacturing records showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international standard. The fracture is homogenous which indicates material conformity. The breakage of the tip of the drill bit may have been caused by a mechanical overload.